Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set leaked. The reporter stated that the technician had "pushed 10cc", then the patient had gotten on a treadmill. While on the treadmill, the "IV started leaking after the tracer injection and during the second flush." There was no patient injury or medical intervention associated with this event. No additional information is available.